Event description:
Information received indicates when the brake is engaged the caster will continue to swivel.

Manufacturer narrative:
The accounts maintenance found the teeth were worn on the caster. He replaced the caster to repair the stretcher.